Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: (B)(4) investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection found that expres sew iii w/o hook had wear marks as usual in this type of reusables devices, also the upper jaw is loose. A functional test was performed by activation of the device. When the trigger was fully depressed, the jaw cannot be closed completely. The overall complaint was confirmed as the observed condition of the expres sew iii w/o hook would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, a bigger portion of tissue may have been grabbed and forced the jaw to close. As per the instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6)2024, the expressew iii w/o hook device was broken and device will not close completely. We were able to get the jaw back in place to pass the final 2 sutures, but it kept popping back out after each use. During an in-house engineering evaluation, it was determined that the device had wear marks as usual in this type of reusables devices, also the upper jaw is loose. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.